Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), dysmenorrhoea ('dysmenorrhea (cramping)') and pelvic abscess ('abscess') in an adult female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril) since (B)(6) 2019, ibuprofen since (B)(6) 2019 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding."), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms: migraine"), mood altered ("other injuries/symptoms: hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems: urinary probs") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, pelvic abscess, genital haemorrhage, female sexual dysfunction, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, nausea, migraine, headache, mood altered and vaginal haemorrhage outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic abscess, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2009 essure confirmation test were performed. Plaintiffs received treatment for dysmenorrhea (cramping), apareunia, dyspareunia, menorrhagia, gen, abnormal bleeding, bladder problems, urinary problems, vaginal discharge, fatigue, nausea, migraine, headaches, hormonal changes. Discrepancy in essure insertion date as (B)(6) 2009. She had underwent another essure related surgery on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result unknown. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified). Result not provided. Lot number: b53030 manufacturing date:2013-07 expiration date:2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review it was found that this case (B)(4) was duplicate of this case (B)(4) therefore this case (B)(4) was marked for deletion. All the information has been transferred to retention case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), dysmenorrhoea ('dysmenorrhea (cramping)') and pelvic abscess ('abscess') in an adult female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril) since (B)(6) 2019, ibuprofen since (B)(6)2019 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding."), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms: migraine"), mood altered ("other injuries/symptoms: hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems: urinary probs") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, pelvic abscess, genital haemorrhage, female sexual dysfunction, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, nausea, migraine, headache, mood altered and vaginal haemorrhage outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic abscess, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2009 essure confirmation test were performed. Plaintiffs received treatment for dysmenorrhea (cramping), apareunia, dyspareunia, menorrhagia, gen, abnormal bleeding, bladder problems, urinary problems, vaginal discharge, fatigue, nausea, migraine, headaches, hormonal changes. Discrepancy in essure insertion date as (B)(6)2009. She had underwent another essure related surgery on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: result unknown. Imaging procedure - on (B)(6)2009: essure confirmation test (unspecified). Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event added: pelvic abscess. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), dysmenorrhoea ('dysmenorrhea (cramping)') and pelvic abscess ('abscess') in an adult female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril) since (B)(6) 2019, ibuprofen since (B)(6) 2019 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding."), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms: migraine"), mood altered ("other injuries/symptoms: hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems: urinary probs") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, pelvic abscess, genital haemorrhage, female sexual dysfunction, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, nausea, migraine, headache, mood altered and vaginal haemorrhage outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic abscess, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2009 essure confirmation test were performed. Plaintiffs received treatment for dysmenorrhea (cramping), apareunia, dyspareunia, menorrhagia, gen, abnormal bleeding, bladder problems, urinary problems, vaginal discharge, fatigue, nausea, migraine, headaches, hormonal changes. Discrepancy in essure insertion date as (B)(6) 2009. She had underwent another essure related surgery on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result unknown. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified). Result not provided. Lot number: b53030 manufacturing date:2013-07 expiration date:2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('gen, abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems: urinary probs"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, female sexual dysfunction, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, nausea, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2009 essure confirmation test were performed. Plaintiffs received treatment for dysmenorrhea (cramping), apareunia, dyspareunia, menorrhagia, gen, abnormal bleeding, bladder problems, urinary problems, vaginal discharge, fatigue, nausea, migraine, headaches, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: result unspecified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: dysmenorrhea (cramping), apareunia, dyspareunia, menorrhagia, gen, abnormal bleeding, bladder problems, urinary problems, vaginal discharge, fatigue, nausea, migraine, headaches, hormonal changes. Reporter information, date of birth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('gen, abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cefixime (flexeril) since (B)(6) 2019, ibuprofen since (B)(6) 2019 and oxycodone hydrochloride; paracetamol (percocet) since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding."), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms: migraine"), mood altered ("other injuries/symptoms: hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems: urinary probs") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, genital haemorrhage, female sexual dysfunction, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, nausea, migraine, headache, mood altered and vaginal haemorrhage outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2009 essure confirmation test were performed. Plaintiffs received treatment for dysmenorrhea (cramping), apareunia, dyspareunia, menorrhagia, gen, abnormal bleeding, bladder problems, urinary problems, vaginal discharge, fatigue, nausea, migraine, headaches, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified). Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received. New events: migration of essure device location of device: unknown, abnormal bleeding (vaginal), abdominal pain were added. Hormonal changes updated to hormonal changes describe: mood changes, onset dates for events were added. New reporter, plaintiffs information and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.